Event description:
International customer reported a reservoir readily inflated with air from a leak at the device connector. The pt subsequently developed a fever and inflammation at the site of device implant. The surgeon opines that this air leak contributed to retained fluid resulting in the fever and inflammation. The implant site was incised and cleansed, the drain removed and replaced with a competitors product.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of eight medwatch reports being submitted as eight separate devices were used. See 2210968-2007-00088, 00089, 00090, 00091, 00092, 00093, 00094 and 00095 for all associated reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44753isp - mfg date: 08/03/2006 exp date: 09/30/2011. Lot 44820isp - mfg date: 08/18/2006 exp date: 09/30/2011.